Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be placed on the anterior-2/posterior-2 leaflets. When initially placed, the leaflet was extruding through the v of the clip arms, the clip was re-positioned successfully and deployed. After deployment, the clip was pointed anteriorly and chordae which had been located laterally to the clip position was central within the valve. An additional clip was implanted laterally to the initial clip for stabilization. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted laterally for stabilization. There is no indication of a product issue with respect to manufacture, design or labeling.